Event description:
In this event it is reported that reciproc files 6x broke during use. The broken part still remains in the root canal. No injury. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: six reciproc files r25 8/100 25mm 025 were returned (one file in loose +five unused files). File in loose is broken in the active part (uncertain conditions). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review (batch #1849951). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.